Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, valve-in-valve with a previously implanted non-medtronic surgical valve, the valve was constrained. The physician was concerned that a high gradient could result, so a post-implant balloon aortic valvuloplasty (bav) was performed with one inflation, for 30 seconds. The bav fractured the surgical valve, but no annular rupture or dissection occurred. The sick left ventricle did not recover after the rapid pacing of the bav. The patient coded for 20 minutes and resulted in death. It was reported that the patient died due to the bav pacing run. The cause of death was reported as sudden cardiac arrest, was related to the procedure and not related to the valve. No autopsy was performed.